Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and capsular contracture, baker grade unknown. Additionally, healthcare professional reported capsular contracture, baker grade ii. Device remains implanted.

Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, yellow particles in device inner surface, one linear opening. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Device has been explanted.